Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer not returning. Product not received at investigation site. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that a waveone gold reciprocating file small 25mm file broke during use. The broken part was not retrieved and was incorporated into the tooth. Patient was informed and the file was discarded. No injury.